Event description:
It was reported by the customer that when installing the mag stand "it keeps going up and she is smelling a burning smell coming from the unit." The system was powered off and no injury reported. A field engineer was dispatched to the site and found that one of the foot switches would get stuck and move the gantry up or down, and smell like burned plastic. The foot switch was replaced. Once this was completed the system was working as intended. The reported foot switch was accidently discarded by the customer and is not available to be returned to hologic for evaluation.